Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-site permanent cautery hook (pch) instrument was analyzed and found to have a broken main tube measuring approximately 0.0860 from the distal tip. No material was found missing. Components adjacent to this broken main tube do show damage. Additional observation related to customer reported complaint: the instrument was found to have a dislodged proximal clevis. The clevis was detached from the main tube. No piece was missing as the hook was still attached. Further, the instrument was found with dislodged conductor wire from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire is completely retracted to the distal end. This is as a result of dislodged proximal clevis and broken main tube. Additional findings not related to customer reported complaint: the instrument was found to have all its housing snaps broken. The broken pieces were returned, measuring roughly 0.3080¿ x 0.2055¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. The instrument was found to have torn heat shrink tubing at the main tube interface. There was material missing. Size of missing piece measures approximately 1.2500¿ x .0.3610¿. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for the dislodged proximal clevis and conductor wire is attributed to the user.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site permanent cautery hook (pch) instrument was analyzed and found to have a broken main tube approximately .0860 from the distal tip. No material was found missing. Components adjacent to this broken main tube do show damage. The clevis and conductor wire are dislodged from main tube. Additional observation related to customer reported complaint: the instrument was found to have a dislodged proximal clevis. The clevis is detached from the main tube. No piece is missing as the hook is still attached. The root cause is attributed to user. The instrument was found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire is completely retracted to the distal end. This is as a result of dislodged proximal clevis and broke main tube. Additional findings not related to customer reported complaint: the instrument was found to have all its housing snaps broken. The broken pieces were returned, measuring roughly 0.3080¿ x 0.2055¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. The instrument was found to have torn heat shrink tubing at the main tube interface. There is material missing. Size of missing piece is approximately 1.2500¿ x .0.3610¿. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for the dislodged proximal clevis and conductor wire is attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the permanent cautery hook instrument was in use the hook unraveled from the instrument housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that they did not observe any fragments falling from the tip of the instrument. The dislodged tip was still hanging to the instrument by a wire. There was no collision during the case that caused the issue.